Manufacturer narrative:
A specific root cause could not be identified, but the results of the investigation provide strong evidence that the initial results were false negative for both samples. The samples from both patients were tested with mikrogen recomblot rubella igg and platelia rubella igg. The results were all positive/reactive. Additional experiments using only the recombinant envelope antigens for the detection of rubella igg were performed and it was determined the main reactivity was provided by e1 antigens. However, the e1 antigen did not contribute enough signal to make the samples reactive.

Event description:
The customer received questionable rubella igg (igg antibodies to rubella virus) results for two patients. Patient 1: the result from the cobas e411 was 5.6 iu/ml (negative). The patient stated the result could not be right as she was vaccinated. The sample was sent to another laboratory and tested on another cobas e411 and the result was 5.4 iu/ml (negative). The sample was sent to another laboratory and was tested on a vidas analyzer. The results were 18 iu/ml and 19 iu/ml (positive). On (B)(6) 2014, the field service representative repeated the patient sample on the original cobas e411 analyzer with reagent lot 176176 and the result was 9.1 iu/ml (negative). On (B)(6) 2014, the sample was sent to another laboratory and tested on another cobas e411 analyzer with reagent lot 174658 and the result was 4.86 iu/ml (negative). The positive result from the vidas analyzer was reported as the doctor believed it fit the clinical picture of the patient. The patient had blood taken twice to perform retesting, but was not adversely affected as the doctor did not believe the result. Samples from patient 1 were submitted for further investigation. Patient 2 (female): the result from the cobas e411 was 9 iu/ml (negative). The result from the vidas analyzer was 24 iu/ml (positibe). No further information could be provided concerning this patient. No adverse events were reported. The rubella igg reagent lot number was 174658. The expiration date was requested, but was not provided.

Manufacturer narrative:
Additional information was received documenting patient 2 was born in 1988. Samples from both patients 1 and 2 were submitted and the results obtained by the customer on the cobas e411 were confirmed.

Manufacturer narrative:
This event occurred in (B)(6).